Manufacturer narrative:
Company representative evaluated the system and could not duplicate the reported problem.

Event description:
Customer reported a ventricular tachycardia event occurred while a pt was connected to the panorama central station with ambulatory telepack, and the central station did produce an audible alarm. No pt injury was reported.